Event description:
It was reported that this right ventricular (rv) lead exhibited decreased r wave amplitude measurements and increased threshold measurements. When the health care professional (hcp) attempted to reprogram the device to unipolar pace/sense, rv noise was observed. Additionally, the patient's rv pacing requirements increased from approximately 2% to 30%. The patient reported episodes of syncope. Technical services (ts) discussed troubleshooting and programming options. Additional information was requested from the field; however, none was available. No additional adverse patient effects were reported. The lead remains in service.